Event description:
Reporter called to report regarding allergan natrelle inspira breast implants. The reporter stated," I have pain, headaches, nausea and many other symptoms this year. The doctor does not know the exact problem why I'm suffering from this. The doctor said it maybe encapsulation. I believe this all is because of my breast implants. Also I have read many complaints regarding the implants having issues with FDA (food and drug administration) ". Symptoms have been occurring since 2022 and the reporter is looking forward for a solution from the manufacturer. The reporter provided reference number (B)(4) and sn (B)(6). Reference report: mw5149662.